Event description:
The pt went in for first refill since the device was implanted. The return volume was expected to be 16ml; 20ml were removed. The pt was given a medication refill and the pump was re-programmed. The pt is scheduled to return for a f/u visit in (B)(6). The pt reported no adverse effects.

Manufacturer narrative:
The pump remains implanted in the pt. Internal complaint number: complaint - (B)(4).